Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported.

Event description:
Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported.

Manufacturer narrative:
11-mar-2021 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Removal string frayed [device breakage], string too short for proper use [device physical property issue], probable manufacturing cause [manufacturing issue]. Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported. Lot codes: 0104243027450759, 9179243050w13543, 0104243045w 08:16.

Event description:
Consumer e-mail stated, the removal string on multiple tampons had frayed. And was too short to use. No injury was reported.

Manufacturer narrative:
Initial lot code investigation results on 11-mar-2021, showed cause was traced to manufacturing. An investigation is in progress for returned product.